Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally programmed the settings on their replacement pump incorrectly. Customer's blood glucose was 189 mg/dl. Tandem technical support assisted customer in adjusting settings and insulin delivery resumed.